Event description:
Per the audiologist, the patient reported it was difficult to separate the battery from the controller unit and when it came apart, the inside of the housing looked "melted". The patient was not injured in any way. The batteries, charger and the controller were returned for analysis.

Manufacturer narrative:
This type of event is address in the device labeling.